Manufacturer narrative:
Initial 1 of 3. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced three infusion set was lost due to insertion failures caused due to the cannula came out of the body when patient removed the inserter after insertion event on (B)(6) 2026.